Manufacturer narrative:
The lot number was provided, therefore a lot history review was performed. The sample was returned to the manufacturer for evaluation. The investigation reported issue was confirmed for the reported failure to advance, break, stretching issues and it is inconclusive for component incompatible. The definitive root cause is unknown. The device is labeled for single use. ((B)(4)).

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 1608062 port & catheter, implanted, subcutaneous, intravascular allegedly experienced component incompatible, failure to advance, break and stretch. This information was received from one source. This malfunction involved a patient with no consequences. The (B)(6) female patient (B)(6).